Event description:
It was reported that a healthcare provider (hcp) contacted boston scientific technical services with a known device on alert for battery. The patient was noted to be in the clinic and the hcp indicated they were unable to interrogate the device. The hcp then stated they had the wrong company, provided no other information, and hung up. The device manufacturer, model number and serial number information was not provided, and no additional information is available. No patient symptoms or adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).